Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly. The customer's blood glucose level was unknown. Customer reports that insulin pump was failed the audio beep test. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and selftest. Hardware low level failures was present in the device trace download due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing.